Event description:
Customer reported the insulin pump had a crack near the reservoir compartment and some of the plastic has come off. Customer's blood glucose was 168 mg/dl. Customer was not sure how the damage to the device occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with cracked display window corners, cracked battery tube threads, broken reservoir tube lip.